Event description:
The device was used during a laparoscopic diagnosis procedure, the trocar did not lock into place. Surgeon could not insert trocar and had to use another trocar. No pt consequences.